Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was forming air bubbles and they kept getting high blood glucose. They noticed the air bubble anomaly during therapy. The customer¿s blood glucose level was 172 mg/dl. Troubleshooting was performed for the air bubbles. It was noted that the customer did not normally let the insulin come down to room temperature. They were advised that filling the reservoir with cold insulin may be the reason why they were getting the air bubbles. The reservoir will not be returned for analysis.